Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was not getting therapy and when impedances were assessed, all contact pairs showed >4k ohms except 1/2 and 2/3 which was within normal limits. Moreover, patient had a fall that could be related. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was related to the fall. It was reported that the patient's stimulator was turned off. The patient would be making an appointment with their physician for a consult to determine if battery will be replaced. No surgery date was determined. No further information reported.